Event description:
It was reported that the patient went to the emergency room because the patient notifier was activated. The device was interrogated and an alert appeared indicating that there was less than 100 ohms atrial lead impedance. Tests were repeated and approximate values of 450 ohms were consistent. Isometric and positional testing did not reveal any noise. The system remains implanted.

Manufacturer narrative:
No medwatch form was received.